Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically examined and had wear at fold in the middle and distal end of the cylinder. The first cylinder had a hole in the outer tube from sharp instrument damage in the middle. The first cylinder passed the leakage testing. The second cylinder was microscopically examined and had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. The second cylinder had a bulge in the proximal end when inflated with a syringe and did not pass leakage testing. The reservoir was microscopically examined and had wear at a fold in reservoir shell. The reservoir passed leakage testing. The momentary squeeze (ms) pump passed visual inspection, leakage testing, and functional testing. This investigation was assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss as the left cylinder was observed to be ruptured. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss as the left cylinder was observed to be ruptured the ipp was explanted and replaced. There were no patient complications reported.